Event description:
It was reported that patient had right knee liner exchange due to superficial infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 5510f402, lot # ejlrs, description: triathlon cr fem comp #4 r-cem. Cat # 5560-s-112, lot # m9c7l, description: tri cemented stem 12mmx50mm. Cat # 5551-g-299, lot # ymn6, description: triathlon asymmetric x3 patella. Cat # 5521-b-300, lot # kxxwa, description: tri ts baseplate size 3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon cs insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as insufficient medical records were provided for review. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, operative notes, patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that patient had right knee liner exchange due to superficial infection.